Event description:
It was reported that the patient experienced a cerebral spinal (csf) leak post operatively. The patient had a headache and seroma at device pocket. The patient had leakage into pocket. It required a blood patch. The location of the catheter issue was unknown. The catheter was intact. The patient had the pump system implanted on 2015-(B)(6). The patient's status at the time of report was alive-no injury. The patient was getting effective therapy as of 2015-(B)(6) and the headache was "resolving." The pump system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).